Manufacturer narrative:
The used device and the mating device were both not returned for complaint investigation. Therefore, a probable cause could not be identified for the customer's reported issue. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 25 cm (10") appx 0.32 ml, smallbore ext set w/microclave® clear, rotating luer, list number 011-mc330098 and possible lot number 13496569. It was reported that the patient had a continuous infusion running at 60ml/h which was connected on (B)(6) 2023 at approximately 15:00. This was disconnected and the pvk (peripheral intravenous catheter) including the line was flushed with 2 ml nacl 0.9%. The patient was taken for examination. Here, it was no longer possible to attach a syringe to the microclave. It looks as if the reduction (closure) of the rubber did not work after flushing. This left the microclave open, with a risk of uncontrolled blood loss or uncontrolled aspiration of air. The line was connected on 04.07. Approx. 15 o'clock. The event was detected on (B)(6) 2023 at approx. 9 am. There was no human harm reported as a result of this event. This report reflects the second of three events reported.